Event description:
Patient reported experiencing gum grafting because wearing improper aligners for the last 6 months. In addition, patient experience receding gum lines. Update received from patient. Patient provided a letter of recommendation from their dentist. In the letter the dentist states that they have advised the patient to terminate their treatment with byte aligners due to unsupervised orthodontics resulting in poor outcomes and periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.